Manufacturer narrative:
The pump was received without a battery installed. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. A test battery cap locks securely into place. The pump powered up properly after battery installation. No blank display noted. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 13-jun-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 13-jun-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 228250 (22.825 u) dailytotalofbasalinsulindelivered: 142250 (14.225 u) dailytotalofbolusinsulindelivered: 86000 (8.6 u) (B)(6) 2023 10:20:32.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 5000 (0.5 u) bolusamountdelivered: 5000 (0.5 u) (B)(6) 2023 11:05:51.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 17000 (1.7 u) bolusamountdelivered: 17000 (1.7 u) (B)(6) 2023 12:15:17.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 13000 (1.3 u) bolusamountdelivered: 13000 (1.3 u) (B)(6) 2023 18:33:19.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 8000 (0.8 u) bolusamountdelivered: 8000 (0.8 u) (B)(6) 2023 21:08:33.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 8000 (0.8 u) bolusamountdelivered: 8000 (0.8 u) (B)(6) 2023 21:18:09.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 24000 (2.4 u) bolusamountdelivered: 24000 (2.4 u) (B)(6) 2023 21:25:53.000 normalbolusdelivered (2 bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 11000 (1.1 u) bolusamountdelivered: 11000 (1.1 u) please see below for pump errors/alarms noted 1 week prior to the event date 13-jun-2023 in the formatted history file. Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 12:54:00.000 (B)(6) 2023 13:04:00.000 sgcalibrationerror (776) was recorded and found in the formatted history file on: (B)(6) 2023 21:19:49.000 (B)(6) 2023 11:04:57.000 lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 13:20:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. In further full review of the pump history/traces on the event date of 06-jun-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 06-jun-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 109750 (10.975 u) dailytotalofbasalinsulindelivered: 87750 (8.775 u) dailytotalofbolusinsulindelivered: 22000 (2.2 u) (B)(6) 2023 15:58:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 22000 (2.2 u) bolusamountdelivered: 22000 (2.2 u) please see below for pump errors/alarms noted 1 week prior to the event date 06-jun-2023 in the formatted history file. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 08:52:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 18:23:00.000 (B)(6) 2023 18:33:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:33:00.000 (B)(6) 2023 18:43:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:44:17.000 (B)(6) 2023 18:44:25.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 18:44:03.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 and replace battery now alarm noted 1 week prior to the event date 06-jun-2023 in the formatted history file. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 18:37:58 pm. There was no power data available for the event date of 06-jun-2023 at 08:52:00.000, 18:23:00.000 and 18:33:00.000. Unable to check power data for low battery alert and replace battery alert. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No low battery alert, replace battery alert, power loss alarm and pump error 23 alarm noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Battery cap contact missing/damaged was unknown. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Sensor calibration anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 16 mg/dl. The customer had received a battery cap replacement. Troubleshooting was performed and found that the customer has treated the low blood glucose event with juice and candy. The customer reported sweating, mental confusion, and weakness as the symptoms. It was found that the customer was using the pump within 48 hours of the reported event and the auto-mode/smartguard feature was active. The customer received a calibration not accepted alert and a change sensor alert. No further patient complications were reported. The customer will discontinue the use of the insulin pump and the product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.